Event description:
I experienced incorrect low glucose readings from freestyle libre 3 plus sensors. Readings did not match symptoms or confirmatory fingerstick results. Abbott later issued an urgent medical device correction acknowledging false low readings and reported severe adverse events and deaths. I discontinued use after confirmation that my sensors were potentially affected. I submitted a refund request prior to abbott's correction notice. Abbott verified my pharmacy purchase and initially approved reimbursement for five unused sensors. Months later, abbott reversed part of the reimbursement without justification. The false readings posed a risk of inappropriate treatment decisions, including unnecessary carbohydrate intake and altered insulin decisions.